Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Explant being scheduled. The investigation could not be completed. No conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt was implanted with a pspc locking recon plate, special order, on approx (B)(6) 2009 and the pt was to return to the surgeon for an add'l bone graft procedure for the plate. The pt never returned to the surgeon for the bone grafting procedure. Pt did return to surgeon on an unk date, an x-ray was taken and showed the plate was broken with no report of any broken screws. Surgeon is scheduling a removal of the broken plate.